Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that one speaker has a low beep volume and needed to be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the volume on one of the mobile power unit¿s (mpu) speakers being lower than expected was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6) was evaluated at the european distribution center alongside known working test equipment. During testing, it was identified that the volume on the mpu¿s left speaker was lower than expected. The speaker printed circuit board assembly (pcba) was replaced and the issue resolved. The damaged speaker pcba was forwarded to product performance engineering (ppe) for further analysis, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. Ppe evaluation of the returned mpu speaker pcba revealed that the audio output from the speaker was lower than the design specification. Circuit analysis of the speaker pcba revealed that the input voltages to the speaker were at the expected voltage levels, indicating that the speaker was compromised. The reported event was determined to be due to a compromised speaker; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including alarms that occur on the mobile power unit (mpu), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.